Manufacturer narrative:
The investigation for the ventricular tachycardia (vt) and the positioning issues has been completed. The product and data were not returned for review. Based on clinical description, the root cause of positioning issue was most likely patient movement. As the necessary information was not provided, the root cause of the vt was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and they had ventricular tachycardia (vt) while trying to have a bowel movement. The patient required one shock and initiation on amiodarone. Trans-esophageal echocardiography revealed the impella 5.5 was directed posteriorly towards the papillary muscle which likely contributed to the vt episode in setting of the patient bearing down. The doctor did not want to reposition given good flows. The patient remained on support.